Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 280 mg/dl. The customer reported hyperglycemia was treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion) with the symptoms of malaise, and nausea. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event also the customer had been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Summary update: it was reported that the customer was hospitalized due to symptoms of diabetic ketoacidosis. Blood glucose at time of event was 280mg/dl and sensor glucose was 50mg/dl. Ketones were checked, but result was unknown. It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 280 mg/dl. The customer reported hyperglycemia was treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion) with the symptoms of malaise, and nausea. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event also the customer had been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 04-dec-2024 and event date of 03-dec-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date of 04-dec-2024 and event date of 03-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 04-dec-2024 and event date of 03-dec-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/28/2024 12:27:00.000 11/28/2024 12:37:00.000 11/28/2024 17:57:00.000 lostsensor2alert (781) was found on: 11/28/2024 18:15:00.000 11/28/2024 18:25:00.000 sensorexpiredalert (794) was found on: 11/28/2024 17:26:40.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 93 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Low battery alert was found on: 12/04/2024 08:47:00.000 replace battery alert was found on: 12/04/2024 18:18:00.000 12/04/2024 18:28:00.000 insert battery alarm was found on: 12/04/2024 18:35:42.000 12/04/2024 18:45:00.000 pump error 23 alarm was found on: 12/04/2024 18:46:04.000 power loss alarm was found on: 12/04/2024 18:46:30.000 12/04/2024 18:46:38.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.